Event description:
Patient has presented to a different surgeon than the one who implanted the cervical plate system 3 years after the original implant date. This surgeon does not use ortho development's product and the only information we have been able to obtain is that this surgeon is going to fuse the levels above and below the existing plate which necessitates the removal of ortho development's plate system. We will not be able to obtain any further information due to hippa concerns.

Manufacturer narrative:
Device was not returned to the manufacturer therefore no method, results or conclusions could be determined.